Manufacturer narrative:
The device was explanted due to non-auditory percepts. The device passed all electrical tests confirming correct device function. This report is submitted on september 18, 2019, by cochlear limited.

Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2019.